Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified no visual anomalies. Technical visual inspection identified no visual anomalies. Device evaluation identified that there was a bad pressure sensor; however, the reported event was not confirmed. A definitive root cause could not be determined; however, it is most likely related to the bad pressure sensor which was aged. The pressure sensor was replaced, the device was re-calibrated, and tested to OEM specifications. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was alarming and was unresponsive. There was no patient involvement. No additional information is available.